Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving klonopin (unknown dose and concentration) via an implantable pump indicated for spinal pain. It was reported that "years ago", the event date was unknown, the patient had an event where they believed the wrong drug may have been ordered klonopin instead of clonidine. The patient stated that she seized and flopped around and she stated also there was leaking from the pump and there was "acid dug out of me". The patient could not give details as she didn't have her medical records and each time the patient reported an event and agent tried to clarify, the patient was not able to and started addressing another issue/topic. The patient also made the allegation that the pumps don't last as long for her because of her body, but did not elaborate.